Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: what were the indications for surgery? No information. Was buttressing material used? No information. Is it routine for surgeon to use black reload for pancreas? No information. Does the surgeon believe the leak was related to stapler? It was unknown but the surgeon thought that the target tissue was thick. How was the leak identified? No information. How was the leak addressed? No information. Please explain what is meant by the patient is under follow up. A wait-and-see approach was taken for the patient. What is the current patient status? The patient was discharged. The analysis found that one psee60a device was returned in good visual condition and with a gst60t partially fired 1/16 cartridge loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that during an open unknown procedure, the device was locked out at the first firing on the pancreas. The cartridge was the gst60t. Another device was used to complete the case. After the operation, pancreatic juice leak occurred. Currently, the patient is under follow-up. It was unknown if there was a causal relationship between the pancreatic juice leak and this event.